Event description:
It was reported that the patient was (B)(6), 173cm in height, and (B)(6) in weight. The diagnosis of the patient was end stage renal insufficiency. The event occurred in the operating room when the catheter was being placed into the right internal jugular. Upon placement of the catheter, the physician was removing the guide wire. The guide wire stretched and necessitated removal of the catheter and guide wire. Another kit was opened and the same insertion site was used to successfully place the catheter. The patient was in good general condition, without any complications, and was transferred to the nephrological department.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.